Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power loss alarm and had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for blank display and power loss alarm. Customer was unable to clear the alarm. The insulin pump will not be returned for analysis.